Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling, it was reported that the cuff was too big. The aus was explanted and replaced. There is no additional information reported.